Manufacturer narrative:
For 1 of the 2 events, the circuit board assembly was returned to the instrument service center (isc) for evaluation. The parts failed testing. The issue was confirmed. In the other event, tbi field service engineer (fse) instructed the distributor fse to adjust the pressure sensor board. After the adjustment, the analyzer was operational. No further action was required by the tbi fse.

Event description:
This report summarizes <noe> 2 </noe> malfunction events on the aia-900 analyzer. The review of the events indicated that the aia-900 analyzers experienced clog detection error messages, which caused delayed reporting of critical patient results. The reports were received from two sources. There was no indication of patient intervention or adverse health consequences due to the delayed reporting in patient results. These events did not necessitate remedial action to prevent an unreasonable risk of substantial harm to the public health.